Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open orthopedic surgery, when used on fascia, the thread broke. Another device was opened but the same issue happened. Another suture was used. There was no patient injury.